Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient had a 6-month follow-up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device was in a good position and had no leaks. The physician stopped the patient from taking their anticoagulation following the tee procedure. At an unknown time after stopping the anticoagulation medication the patient experienced a cerebral vascular accident. The patient was restarted on their anticoagulation medication. A follow-up tee was performed which revealed that the closure device was proximal and sideways. Review of the initial procedure imaging revealed that the closure device was initially implanted sideways and has not shifted. The patient has since been discharged from the hospital.